Manufacturer narrative:
The reported event of inability to pair was confirmed by software analysis. Based on the provided information, it was determined the device entered blutetooth (ble) lockout due to pairing the device directly through the ios bluetooth settings instead of the patient application.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. The patient had no adverse consequences due to the event.